Event description:
The customer stated, that she received a blood glucose reading of 10.1. It was explained to the customer, the meter was set in mmol/l. She did not allege any adverse events due to the mmol/l readings. She was able to reset the meter to mg/dl, and no product will be returned.